Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a while ago when they shopped at dick's sporting goods their stimulator would go crazy when they got near the magnet that the store used to take off the security tags on items in the store. Pt said the store got rid of this so they had not had this happen; patient services (pss) understood the pt has not had this happen again since the store removed the magnet. Pss reporting past event that was reported by the pt on the call. Pt had questions about compatibility with sleep number bed because the bed had magnets in it. Pss reviewed combability with the pt and redirected pt to healthcare professional.